Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of chip glue on the objective lens (ob lens) and the light guide (lg lens) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During evaluation of the device, chip glue was observed on the objective lens (ob lens) and the light guide (lg lens), including the chip and chip lens. The service repair technician team assessed the condition and determined that the issue was most likely due to component failure. There was no patient involvement.